Manufacturer narrative:
Please note that this age is the average age of the patients within the pne group reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients within the pne group reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the year of publication of the article as the actual event date was not provided and the specific publication date was not provided (only the year). Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Product ID: 3058, lot# unknown, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rice, t.c., quezada, y., rafferty, j.f., paquette, i.m. Dynamic article: percutaneous nerve evaluation versus staged sacral nerve s timulation for fecal incontinence. Dis. Colon rectum. 2016;59(10):962-967. Doi: 10.1097/dcr.0000000000000668. Summary: sacral neuromodulation using a 2-staged approach is an established therapy for fecal incontinence. Office-based percutaneous nerve evaluation is a less invasive alternative to the stage 1 procedure but is seldom used in the evaluation of patients with fecal incontinence. Reported event in the pne group: 1 patient with sacral neurostimulation (sns) for fecal incontinence experienced lead migration during the percutaneous nerve evaluation (pne) and opted not to undergo additional staged-approach testing. The following device specifics were provided for this group in the article: lead model 3057.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.